Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 24 ga x 3/4 in single port failed to disengage. This occurred on 5 occasions. The following information was provided by the initial reporter: this is a report about a failure to decouple. The customer reported as follows: the hcp attempted to pull the finger grip but couldn't do that because it was too tight.

Event description:
It was reported that nexiva 24 ga x 3/4 in single port failed to disengage. This occurred on 5 occasions. The following information was provided by the initial reporter: this is a report about a failure to decouple. The customer reported as follows: the hcp attempted to pull the finger grip but couldn't do that because it was too tight.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-13. H6: investigation summary: bd received sixty unopened 24 gauge nexiva single port units from lot 0295533 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible damage to the units. A random sampling of 45 units was selected for testing. Each unit was observed to retract successfully and decouple. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects could be identified a definitive root cause could not be determined. H3 other text : see h10.